Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a difficulty connecting the minicap to the transfer set because it continuously scrolled without locking. The event was noticed before use. The patient changed the minicap to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection identified damaged threads at the positive stop of the minicaps and also noted excessive hoop stress indicative of overtightening of the minicap during use. The excessive hoop stress caused the minicap to deform at the open end due to over-tightening. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was verified. The cause was improper customer use. Should additional relevant information become available, a supplemental report will be submitted.